Event description:
The customer complained of (B)(6) results for patient urine samples tested with chemstrip 10 md urine test strips on a urisys 1100 urine analyzer serial number (B)(4). The leukocytes, nitrite, and erythrocytes results were (B)(6) on the urisys 1100. The results were (B)(6) with a visual inspection and the laboratory culture was (B)(6). The specific results were not provided. There were erroneous results reported outside of the laboratory. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer's test strips were provided for investigation. The customer material of lot 28811303 and the retention material of lot 28811300 were both measured on a urisys 1800 analyzer with native urine, a nitrite dilution series, a leucocytes dilution series and a erythrocytes dilution-series. No false negative results were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The retention material of lot 28811300 was measured on a urisys 1800 analyzer with native urine, a nitrite dilution series, a leukocytes dilution series and an erythrocytes dilution series. No false negative results were observed.